Event description:
Patient was rising from the medline commode chair to clean herself and as she leaned on the arm rest of the toilet riser the leg gave out. Patient struck head on floor and sustained a subdural.